Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, while using the vela ventilator, the batteries are not holding a charge which caused the unit to "ventilator inoperable (vent inop). The customer reported the batteries being used are a third party battery and not carefusion branded batteries. The report issue occurred during patient floor transport. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Per results of investigation from the carefusion failure analysis (fa) lab, the vela ventilator power supply was visually inspected and it was verified that the capacitor was broken off of the power supply. The power supply was installed in a known good unit. The unit was cycled on and given time to charge the batteries. The reported complaint of the batteries not holding a charge and the unit showing "vent inop" was duplicated. The faulty capacitor was replaced with a known good capacitor and the reported malfunction was resolved.